Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 37 mg/dl. Cause was unknown. The customer was involved in a motorcycle accident experiencing a hemorrhage alleged due to low bg level. During hospitalization, the customer was treated with long acting insulin and medical care for the hemorrhage, which reportedly resolved the issues. Customer was released from the hospital (B)(6) 2021.